Event description:
Information received from the (B)(6) clinical study. Treatment of a right ica (internal carotid artery) superior hypophyseal segment aneurysm measuring 19.53mm x 8.61mm. During pipeline deployment in a tortuous anatomy, it was reported that balloon angioplasty was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received additional information regarding re-treatment of previously placed pipeline. Information received from the (B)(6) database. It was reported the patient with tortuous anatomy originally underwent pipeline embolization treatment on (B)(6) 2013. The patient underwent another pipeline procedure involving two pipelines (4.75mm x 12mm, qty. 2) on (B)(6) 2013 due to mal-position of the previously placed pipeline. During the pipeline deployment, the physician attempted to overlap the existing pipeline; however, the device could not be released from the capture coil. Another attempt was made with the second pipeline and the same problem occurred. Both devices were removed from the patient. The physician concluded the procedure by performing balloon angioplasty (an option presented in the instructions for use, multilingual) on the existing pipeline to achieve full wall apposition and the aneurysm was not seen on the post-angiogram. No patient injury was reported as a result of the procedure. Same event as mdrs 2029214-2013-00870 and 2029214-2013-00871. (B)(4).